Event description:
It was reported that this right ventricular lead was surgically abandoned due to oversensing of noise which resulted in pacing inhibition. Asystole lasting fewer than two seconds was noted. No additional adverse patient effects were reported.